Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) values from the continuous glucose monitor (cgm). No damages or defects were found that would affect the delivery of insulin. Inspection of the device found no damages or defects that would contribute to a skin condition allergic reaction. The cause of the reported skin condition allergic reaction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to determine if any product condition could have contributed to the allergic skin reaction. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) rose to 426 mg/dl while wearing the pod on the arm for between 5 and 24 hours. The patient removed the pod and attempted to treat the bg levels with an insulin pen. The bg levels did not stabilize and the patient called the ambulance and was transported to the emergency room. It was noted the patient developed an allergic reaction causing redness, tingling, itching and swelling. The allergic reaction spread to the patient's back and neck but healed on it's own. The doctor noted inflammation in the blood and bacteria in the bladder. The patient was treated with fast acting insulin over a pen and a new pod was applied at the hospital. Antibiotic cefpodoxime was prescribed to treat the bladder infection (2 pills for 3 days). The patient was discharged from the hospital after approximately two days.